Event description:
It was reported that the pump experienced a malfunction. Customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range. Customer was assisted by technical support to reset the pump, and after resetting, the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any issues reoccur, which the customer understood and acknowledged.